Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device is not passing the planned maintenance at the tidal volume test. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.